Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The bwi product analysis lab received the device for evaluation on 03-apr-2024. The device evaluation was completed on 30-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, screening test, and scanning electron microscope (sem) study of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the surface of the pebax and white foreign material inside of it. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The sem study revealed that the white foreign material was composed of saline solution. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The white material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure as evidence of saline solution was found inside the pebax; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 30-apr-2024, there was a hole in the surface of the pebax and white foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 30-apr-2024 and have assessed this returned condition as reportable.